Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2009 - pt underwent a posterior vaginal repair with implantation of a bard flat mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A mfg review was performed and found no evidence of an mfg related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.